Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the cannula mount to correct the reported problem. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the cannula mount wing broke off and the system displayed a 'no cannula detected' error. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted the 22008 errors on patient side manipulator (psm) 2. There was no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: ports were placed when the issue was identified. The procedure was completed robotically, using only 2 arms instead of 3 with a delay of 10 minutes.